Event description:
The facility reported that the nurse was transferring the pt from the bathroom to the bed when the resident became combative and was throwing the body from left to right, causing the lift to begin tipping. The nurse tried to catch the pt, twisting the back in the process.